Event description:
Pt is 57 yr female who underwent a laparoscopic cholecystectomy on 8/26/97. At the end of the surgical procedure, the sterile drapes were removed. An area of raised, reddened tissue was noted on pt's abdomen, centered among the three incision sites. In the center of the reddened area (about 3" diameter) was a dime-sized, fluid filled area. Area treated, dressed and bandaged prior to pt's discharge (later on 8/26/97).